Event description:
An optometrist reported a pt with corneal haze three months post bilateral (prk) photorefractive keratectomy. The steroid drop was increased. The pt was noted to have no problems and the vision was good. Steroid drops were completed and the issue resolved. There are two medical device reports associated with this event. This report ref the right eyes.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).